Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope was returned unrepaired, during the first operation check, there was so much noise that the image could not be seen. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material adhered around the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer allegation was confirmed. In addition to foreign material being adhered around the nozzle, there was an additional finding of an e238 error and an e216 error. The device was returned and evaluated, and foreign objects were found to be adhered around the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material was identified as silicic acid, which could have originated from the tap water or a chemical agent, however the exact origin could be determined. It is likely the material was not removed during reprocessing, it then dried around the nozzle, and accumulated as residual water traces. The cause of the material remaining in the device could not be determined. There were no reported deviations from the instructions for use (IFU) regarding the customer's reprocessing steps. It was also noted that the customer inspected the device before use and used a kaigen washing machine for reprocessing. Olympus will continue to monitor field performance for this device.